Event description:
It was reported that the programmer's interrogation file was received corrupted, and a readable file was not available. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.